Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 1st, 2nd, 3rd, 4th and 20th distal stent wraps with struts raised and flattened back. The distal tip was torn and flared. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a slightly calcified and moderately tortuous lesion. During the procedure, it was reported that the physician attempted to advance the device but could not. Upon withdrawal of the stent, it was noted that there was damage to the stent. No patient injury reported.